Event description:
A 62-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, the patient´s daughter informed novocure that the patient continues to not sleep well since starting optune gio treatment. Additionally, there have been changes in the patient´s mood, such as crying a lot and irritability. The patient tried melatonin, however with no improvement. She planned to follow up with a physician. On (B)(6) 2025, the patient´s daughter notified novocure that the patient consulted her healthcare provider (hcp) regarding the ongoing insomnia. The patient was taking oral ramelteon at bedtime but continued to experience sleep disturbances compared to before starting optune gio therapy. On (B)(6) 2025, the patient's daughter reported that the patient decided to discontinue optune gio therapy. Several attempts were made to contact the prescribing physician but no reply has been received to date.

Manufacturer narrative:
Novocure medical opinion is that the contribution of optune gio device use to the patient´s insomnia, which required medical intervention cannot be ruled out. Mood altered was not related to device use. Insomnia is an expected event with optune gio device use (ef-11 2% and 11% ef-14 optune arm).